Event description:
Reporter noted laser broke after firing 3 shots; had to stop case. Subsequent cases were cancelled. This same patient has been rescheduled three times because this laser was not working correctly.

Manufacturer narrative:
Received engine for evaluation. Engine showed low power and no db range. The ktp had no db temperature range for its output. The ktp was replaced, and it was realigned. Laser engine then passed all performance tests. Root cause: was a nonconforming ktp in the laser engine. The ktp had no db range.